Event description:
It was reported the patient's blood glucose rose to 14.1 mmol/l (253.8 mg/dl). The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The investigator performed a leak test on the device and observed a leak above the o-ring within the reservoir. The inadequate o-ring reduced the fluid reaching the patient, ultimately resulting in an insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.